Event description:
It was reported that the patient got his inflatable penile prosthesis (ipp) device in 2018. The device was working fine until (B)(6) 2021; now the patient and doctor cannot inflate, the pump stays flat the patient underwent a surgical procedure in which it was noted that there was a hole in the left cylinder and air in the device. The physician palpated fluid in the left corpora, the fluid was clear saline. The device was explanted and replaced without patient complications.